Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction. Pump settings and delivery history were reviewed with the patient and confirmed as correct. The patient stated that prior to experiencing hypoglycemia, he administered multiple doses of insulin to correct elevated blood glucose levels. The patient has continued to use the pump with no reported subsequent events.

Event description:
The patient received ems treatment for hypoglycemia after administering insulin to correct elevated blood glucose levels.